Event description:
Per physician's narrative, pt states she is having issues with shorter pen needles; bend very easily and causes the insulin to leak out. Due to this, pt states she is unable to administer the appropriate dose. Pt has demonstrated appropriate technique. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018.